Event description:
Synthes (B)(4) reported an event as follows: during a scheduled veptr ii rib hook exchange procedure, while loosening the lock nut on the rib hook to exchange the veptr ii rod, the threaded portion of the locking construct sheared off of the rib hook. There did not appear to be excessive force used in attempting to release the nut. This caused a delay in the case as the rib hook and cap needed to be exchanged for a new one. Delay was approximately 1.5 hours. The patients status/outcome following surgery was reported as stable. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to the complaint condition.

Manufacturer narrative:
A product development evaluation was performed. Visual inspection of the returned product revealed the barrel of the rib hook is broken and the hole of the barrel is deformed. Gouges are visible on the rib hook body and cap. The rib hook and cap are designed with features to mate with holding instruments. The rib hook holder may be used during final tightening and loosening as a counter-torque. A driver shaft and torque limiting handle are provided for tightening and loosening. The rib hook may have experienced excessive forces during final tightening and loosening. The cause of implant breakage cannot be determined with the information provided, however, the hole deformation in the barrel and gouges on the rib hook body and cap indicate a possible combination of atypical shear and bending force applied to the barrel during surgery. The design of the device is determined to be sufficient for its intended use. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient was implanted with construct on an unknown date, approximately two years ago (2011).

Event description:
Patient was implanted with construct on an unknown date, approximately two years ago (2011).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing evaluation: 04.641.001.1 body, lot # 5688271 has been received with post manufacturing damage consisting of dents, nicks, and deep gouges on several surface areas and in the through hole which is consistent with use. The 04.641.001.3 nut, lot # 5688275 has been received with post manufacturing damage consisting of missing anodize and indentations on the internal m5 x 0.5-6h thread. The 04.641.001.2 barrel, lot # 5688273 has been received with post manufacturing breakage. The top portion of the m5 x 0.5-6g theaded shaft is missing and was not included with the returned construct. Though the components were received with post manufacturing damage and not all component pieces were returned for the manufacturing evaluation, there were no issues identified that related to the complaint condition. Unknown note: blank fields on this form indicate information that is unknown, unavailable or unchanged.